Event description:
On (B)(4) 2014, the reporter contacted animas, alleging a audio tone/vibration (audio tone issue) issue. The reporter stated that the ¿low cartridge warning¿ did not sound high with the volume set to high. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/02/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the original complaint could not be duplicated; the audio worked properly. Unrelated to the original complaint, the display was dim and discolored. Also unrelated, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.